Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with intermittent ventricular undersensing in their implantable cardiac monitor. The patient would be monitored normally. No patient consequences reported.